Event description:
It was reported that during an atherectomy treatment procedure, a guide wire detachment occurred. The 100% occluded target lesion was located in the distal superficial femoral artery (sfa). Utilizing ultrasound, access was gained via a retrograde approach in the left popliteal artery and a 6fr sheath was placed. The 182cm choice pt guide wire was used with a non bsc crossing catheter. At an unknown time during the procedure, 2mm of the choice pt guide wire tip detached from the device. The wire fragment was located in a branch off the left popliteal artery and snaring attempts were unsuccessful. The procedure was ended at this point. There were no additional patient complications reported and the patient was discharged to his home the same day in stable condition.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).